Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that this event occurred when the physician attempted treatment of a patient at the left, proximal common iliac artery, using a percutaneous introducer. The lesion type was calcified with moderate tortuosity, moderate calcification and 10% stenosis. The artery diameter was reported as 7 mm. The sheath was prepped without incident. It was reported that the valve popped off and the sheath split . The physician was able to remove the device fragment(s) with difficulty with the use of hemostats. There was no patient injury associated with this event.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A percutaneous introducer sheath with a separated check-flo assembly was returned for investigation. Hemostat marks were found on the sheath tubing 4 cm and 5.7 cm from the proximal end. The sheath flare was out of round and wrinkling was noted in the distal tip of the sheath tubing. The strain relief was removed in order to test the flare with the go-no go gauge. The flare was found to pass the go-no go gauge test. The inner diameter of the connector cap was measured using pin gauges and found to be within specification. The patient was reported to have peripheral artery disease (pad) and the patient's anatomy was reported to contain a moderate degree of calcification and tortuosity. It is feasible to suggest that the patient's condition contributed to the resistance/difficulty experienced during removal of the sheath. It is likely that a significant amount of force had been used during the attempted sheath removal, thus proximal fitting separation was likely caused by the device being removed under significant tension. However, a definitive root cause could not be determined. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.